Event description:
Customer reported taking humalog 8 units based on result of 184 mg/dl obtained on the aviva system. Twenty minutes later customer has a seizure and tested 28 mg/dl on professional device. Customer was treated with a glucose IV. Customer tested 188 mg/dl on professional device following treatment. The following day customer took humalog 10 units based on result of 324 mg/dl obtained in the aviva system. Thirty minutes later customer had a seizure; he tested 26 mg/dl on professional device and was taken to the hospital where he was treated with a glucose IV. Customer left the hospital 8 hours later. Two months prior, customer had a seizure with result of 201 mg/dl obtained on the aviva system. Paramedics took the customer to the hospital where he remained for about 8 hours. Customer does not recall what type of medical treatment was administered. Requested return of suspect device and replacement was sent.